Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Reference MDR 1314492-2014-69782 for the report of the over infusion.

Event description:
It was reported that a spectrum pump infused medication to a patient with an incorrect master drug library (mdl). The heparin should have been programmed in the mdl at a concentration of 25,000/500 ml. The customer stated that the pumps wireless networking capability was not working which caused an older version of the customer's mdl to be loaded onto the pump with the incorrect concentration; and the nurse did not notice that the concentration was incorrect when programming the infusion. The patients hepxa was elevated however the patients blood work was observed to ber normal. The staff observed bleeding times and allowed for values to reduce over time. It was reported to baxter that there was no patient injury.